Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, loosening and metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The part and lot code combination was not provided for the unknown device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 02/10/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, updated expiration date on head/liner no revision reported at the time of this review. No additional information that would affect the existing MDR investigation. The complaint was updated on: 03/01/2017.